Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed during the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) cut approximately 10" from the pump housing and the distal portion of the dl was returned separately. Upon disassembly of the pump, visual examination of the rotor revealed that a red, tissue-like, thrombus formation was adhered to one of the rotor blades. This deposition would have caused increased drag on the spinning rotor, contributing to the reported power elevations. Additionally, examination of the pump blood-contacting surfaces found a small, white, tissue-like deposition in the outlet stator. The deposition was loosely seated between the outlet bearing and the stator blades and did not show lamination or denaturing, indicating that the deposition may not have formed in the outlet stator. The origin and duration of time that the formation was present in the pump could not be determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. The observed thrombi could have contributed to the reported increase in ldh. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended no further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The approximate age of device: 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient¿s lactate dehydrogenase (ldh) was 3000¿s u/l on admission. Plasma free hemoglobin (hgb) was 184 g/dl on admission. No changes to patient condition or anticoagulation status. Patient was therapeutic most of the time. Pump power and flows were elevated. Patient had heart failure symptoms. The patient received a pump exchange due to thrombosis. No additional information was provided.